Event description:
Patient scheduled to have femoral greenfield filter inserted in the or. Jugular greenfield filter was obtained and inserted. Immediately after filter deployed, it was noted to be upside down. The issue was not discovered until after deployment. The filter was retrieved and removed. The following day, patient had greenfield filter inserted in interventional radiology (ir). We believe the packaging contributed to this event. We are not able to return the device or review the packaging issues with the manufacturer due to their apparent refusal to return my calls.